Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 502 mg/dl at the time of the incident. Another blood glucose level was 186 mg/dl. Customer stated that the insulin pump was telling him that his blood glucose was 186 mg/dl but when he checked his blood glucose using accu check it was 502 mg/dl. Customer stated that he was not high and he knows the feeling when he was high and he would just like to know if there something wrong with the sensor. The device will not be returned for analysis.